Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery was not charging and provide no power. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the battery to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported battery not charging event was confirmed. The reported battery not providing power event could not be confirmed. A possible root cause of the reported no power event can be attributed to a marginal connection between the controller and battery. The most likely root cause of the reported not charging event can be attributed to an over voltage fault by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. If information is provided in the future, a supplemental report will be issued.